Manufacturer narrative:
No patient involvement reported. Date of event is unknown. Device is an instrument and is not implanted / explanted. Service history review was attempted for part # 311.43, lot # 7018450. No service history review can be performed as part number 311.43 with lot number 7018450 is a lot/batch controlled item. The manufacture date of this item is sep 10, 2012. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Device history records review was completed for part # 311.43, lot # 7018450. Release to warehouse date: sep 10, 2012, made by: (B)(4). No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service and repair department documented on (B)(6) 2016 that during an inspection of evaluation equipment it was noted that the handle with quick coupling instrument was broken. No patient involvement reported. This report is for one (1) handle with quick coupling, small. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the item was broken. The repair technician reported the retaining ring on the end of the handle was worn, and the end cap would not stay attached to the handle. Worn out parts is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Service and repair reported the retaining ring on the end of the handle was worn and the end cap would not stay attached to the handle. The device was sent to customer quality where it was examined and the complaint condition was able to be confirmed as the proximal handle knob was loose and able to be removed. No definitive root cause was able to be determined however the device handle is composed of phenolic le grade which is susceptible to becoming brittle after repeated thermal cycle such as that which would occur during the sterilization cycle. The device is 4+ years old (mfg sep-2012), as such instrument age likely contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Device was use for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.